Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: revision for trunnionosis. Noticed from head dissociation. Trunion mis shaped, liner wore down, black residue. Right hip.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was confirmed via provided photographs. Method & results: product evaluation and results: visual inspection of the provided photographs indicated that the trunnion of the stem is severely worn consistent with loss of taper lock. The metal head is covered in blood and appears to have damage from the disassociation event and explantation. Material analysis, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records by clinical consultant indicated " this patient underwent a primary cementless right total hip arthroplasty and 12 years later was revised for trunnionosis and femoral head disassociation. I can confirm that the femoral component, modular femoral head, and acetabular liner were explanted. I was able to see photographs of them on the back table. I cannot confirm anything about the revision since I have no office notes, operation note or post revision x-ray. The causes of trunnionosis and femoral head disassociation are multifactorial including surgical technique factors, patient factors such as bmi and activity level, and implant factors. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: revision for trunnionosis. Noticed from head dissociation. Trunion mis shaped, liner wore down, black residue. Right hip.